Event description:
It was reported that during a tibial fixation surgery, when screwing in the biosure regenesorb interference screw in the tibia, the doctor tried exert further force to screw in but then the whole screw was directly pushed inside the bone tunnel, the tunnel become widen and the screw was loosen. The pieces were retrieved with a grasper. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h6: one 72204409 10x30mm biosure regenesorb screw, used in treatment, has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: ¿during a tibial fixation surgery, when screwing in the biosure regenesorb interference screw in the tibia, the doctor tried exert further force to screw in but then the whole screw was directly pushed inside the bone tunnel, the tunnel become widen and the screw was loosen¿. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include: not preparing the insertion site as required by the instructions for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.